Event description:
It was reported that during use of an everest inflation device, the needle indicator was unable to indicate accurate atmospheres when it was pressurized over 14atm. It did read accurately for 14 atm. The physician stopped using it and used a new everest inflation device to complete the operation. There was no adverse event to the patient.

Manufacturer narrative:
Evaluation, results: (root cause cannot be confirmed - device not returned for evaluation). Conclusion: unable to confirm complaint (root cause cannot be confirmed - device not returned for evaluation). Evaluation will not be performed. (B)(4).